Event description:
It was reported that the integration system shut off during a case. The system eventually rebooted and was able to resume use. No information about duration of loss of image is available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: ¿ cables, connectors, sources, or sinks. ¿ capture card, motherboard, power supply. ¿ sdc firmware. ¿ over-heating (air duct, fans, heat sinks, dust, vents). ¿ sdc application software, clarity package. ¿ clarity algorithm. ¿ manufacturing defects (process, workmanship). ¿ use error. ¿ cybersecurity. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the integration system shut off during a case. The system eventually rebooted and was able to resume use. No information about duration of loss of image is available.